Event description:
Ous MDR - after an estimated implantation time of the lead of about 6 years, it was reported that the patient had received several inappropriate shocks. The ICD could no longer be interrogated. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 91 charge processes had been documented. The connections system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked, interference in the ventricular channel and also in the ff channel was visible in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD senses supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the state mol1. The battery voltage indicates a charged battery. The ICD's capability to provide therapy was tested. The antibradycardic output signal was proper and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time in particular proved to be unremarkable. The analysis did not indicate a dysfunction of the ICD. The battery status eos resulted from a temporary drop of the battery voltage below the eos threshold. The cause for this was a strong load on the battery due to a number of more than 60 consecutive charge processes within 5 hours, which were triggered by the oversensing, consistent with the abrasion traces found at the lead. In summary, there were no indications of material defects or manufacturing errors for either the lead or the ICD.